Event description:
A customer reported that a pt experienced a posterior capsular tear during a cataract procedure. The doctor suspects the tip was sharp, however, was able to complete the case. Additional info has been requested.

Manufacturer narrative:
No straight silicone I/a was returned for a pc tear one sterile lot number was identified with this complaint manufactured in february 2014. (B)(4) component tip lots were present within this sterile lot. The device history records for the lots were reviewed. No anomalies that could have contributed to the customer complaint issue were found during the service history record reviews. The product was released according to manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with the sterile lot number. Because a sample was not returned and the lot info provided had no abnormalities, the root cause for customer complaint issue cannot be determined. (B)(4).